Manufacturer narrative:
The ge service rep conducted an onsite investigation. The sram card was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would no boot up. No pt injury was reported.